Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. A procedure was done, and this lead was surgically abandoned. A new lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.